Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.

Event description:
During fill 1 of 4, the home patient (hp) stated there were a lot of air bubbles in the lines. The hp ended therapy and would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated the cause of the air in the line was unknown. No patient extension lines were being used at the time of the incident. The setup was discarded, no companion samples were available and the lot number was unknown. The patient finished the box of cassettes with no further problems. The hp has been doing fine and continuing therapy on the cycler as usual, using the same transfer set with no further issues.